Manufacturer narrative:
Evaluation conclusion code no longer applies to this event.

Event description:
Additional information was received from the company representative indicating that the pump was explanted on (B)(6) 2015 and would be returned, "in the next few days", for analysis.

Manufacturer narrative:
Upon device return, analysis of the pump found motor gear train anomalies; specifically corrosion and/or wear and/or lubrication, and a stall due to shaft-bearing.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal temgesic (0.3 mg/ml, 0.3 mg/day, lot unknown) via an implantable infusion pump. The indication for use was not attainable. A pump alarm occurred, logs were checked, and a motor stall was identified. No electromagnetic interference (emi) could be identified as a root cause. The pump was reprogrammed and an explant was planned. As of (B)(6) 2015, the issue was not resolved; as of (B)(6) 2015, the pump was still implanted and the date of the revision was unknown. The device would be returned. The company representative was to obtain information from the hcp on (B)(6) 2015. The patient status at the time of the report was "alive-no injury". Details about what happened to the patient, relevant to this event, were not specified. Should additional information become available, a follow-up will be submitted.